Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus service operation repair center (sorc) for evaluation. Omsc confirmed from the device inspection result by sorc that some liquid had adhered to the inside of the video connector socket. Since there was no abnormality at the time of product shipment from DHR and the reported event was not reproduced, it is possible that the endoscopic image was not displayed due to a connection failure caused by liquid adhering to the video connector socket due to user's handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following; the reported phenomenon was not reproduced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was not displayed when the camera head was connected to the device. There was no report of patient injury associated with the event.